Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that an issue occurred during a procedure to stent the fibular artery. A 32 x 3.00 promus premier select stent was being used. Approximately 10cm before the noted stenosis, the stent could not be advanced any further. After increasing the amount of force being used, the catheter shaft broke outside the sheath. The broken end remained outside of the patient and the device was easily removed. Imaging was performed and confirmed that the device was removed intact. The procedure was completed successfully with a different device without issue or patient injury. The promus premier select ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and there were no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 350 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis.